Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional procedure in an unknown lesion, the physician had post-dilated successfully with the durastar balloon, and then attempted to use the balloon a second time when the metal hypotube appeared to break. When the physician took the balloon out of the guide, he looked at it and noticed that the shaft had separated. The entire device was removed from the patient without difficulty. There was no patient injury. Procedural and patient details are not available.